Event description:
A caller reported a malfunction on the pump with a specific malfunction code, malf 12, displayed. There was no adverse impact on the customer's blood glucose level as it did not exceed the threshold. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to reach out if the issue appeared again.